Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the back panel and found thermal damage to the solenoid, which was hot to the touch. The solenoid, drawer controller, and pyxibus module controller (pmc) were replaced, but the drawer still did not function after multiple component replacements. Drawer 1 was then replaced with an auxiliary drawer due to persistent failure of drawer 1.2. The new drawer was tested and confirmed working in the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mlms1d drawer 1.2 failed and device was not detected on bus. The customer stated that the station had already been rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.